Manufacturer narrative:
(B)(4). Correction - in the description it has use error-breach in aseptic pathway and it should have been use error- reuse of single product. This complaint for a report of a use error - reuse of single product, where the home patient had removed the heater bag and replaced it with a new bag is confirmed because a partial swap of materials is a use error that can cause contamination. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a use error-breach in aseptic technique. The caregiver (cg) stated that the hp had alarms the previous night during fill so he removed the heater bag and replaced it with a new bag. The tsr explained to the cg that by removing and replacing a bag he potentially compromised the set up and to let the nurse (rn) know what he did. The cg understood. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp did not have any medical issues related to the reported problem. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.